Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels up to 311 (mg/dl) for a week. Boluses were delivered to address bg levels. Reportedly, the customer believes their elevated bgs are possibly due to the pump settings and will contact their health care provider to discuss settings adjustment.